Event description:
The customer reported that their dxh 800 hematology instrument, part b63322, serial number (B)(6), generated control failures for the red blood cell (rbc), platelet (plt), plateletcrit (pct) and platelet distribution width (pdw) parameters and r flagging for the plt, mean platelet volume (mpv) and differential parameters. Erroneous high plt and mpv results were generated for patient samples. There was no report of an adverse event. Erroneous results were not reported outside of the laboratory. There was no report of death, injury, delay or change to patient treatment or diagnosis and there was no report of harm to patient or operator. Patient data was provided for review.

Manufacturer narrative:
The beckman (bec) customer technical support (cts) confirmed that the instrument generated erroneously high plt and mpv parameter results. Onsite service was scheduled. The bec field service engineer (fse) found the rbc bath was draining continuously. The fse checked the sweep flow check valve and rbc bath drain valve and found the rbc bath drain valve was not closing properly. The fse replaced the rbc bath drain valve (part a90972) and performed complete blood count (cbc) module prime. The issue was no longer observed. Verification was performed successfully. The assignable cause of the event is a faulty rbc bath drain valve. Bec internal identifier - (B)(4).